Manufacturer narrative:
The impella device was received and an evaluation is ongoing. A supplemental report will be filed upon conclusion of our investigation.

Event description:
Input from a study case adverse event reporting: a patient in the EU suffered from severe access site bleeding with shock after impella removal. Patient has been under full anticoagulation, contributing to the bleeding. Bleeding classification barc type 3b. Prolonged existing hospitalization. Bleeding treated with three units of blood products. Bleeding stopped with femostopp. Patient recovered, no residual effects.

Manufacturer narrative:
The investigation into the pump stop and the access site bleeding has been completed since the original report was filed. The benchtop analysis revealed that the root cause of the pump stop was bearing wear; however, the cause of the access site bleeding was not determined since there are insufficient clinical details.